Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 607 mg/dl. The customer's current blood glucose is unknown. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not remember auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer was sick. Customer treated high blood glucose with insulin pump, fluids and insulin injection. Based on customer¿s report customer does allege under delivery because of high blood glucose. Customer was unable to complete carelink upload. The device will not be returned for analysis.